Manufacturer narrative:
(B)(4) implant date - 2011. Concomitant medical product: unknown tibial component catalog # unknown lot # unknown, unknown femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-02149, 0001822565-2016-02470.

Event description:
It is reported that the patient has instability, pain, loosening, fallen several times and ambulates with a cane on post knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Updated fields: medical product: lps-flex option femoral e-r catalog # 00596401552, lot # 61749843 ng std all-poly patella 32 catalog # 00597206532, lot # 61797852 ng option stemmed tibial plate size 4 catalog # 00598603702, lot # 61797934